Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that after catheter insertion in the aorta, the intra-aortic balloon (iab) was not able to be inflated. The iab was exchanged with another arrow iab. Further information has been requested.